Event description:
The customer reported the column down button was not working. He rebooted the system and it worked. No patient injury was reported.

Manufacturer narrative:
The ge rep ordered the ps-3, power supply. The rep found a bad ps-3, power supply and replaced.